Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective sample probe arm and wash valve. The fse replaced the sample probe arm and wash valve to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in the united kingdom reported the generation of erroneously low sodium and potassium patient results on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.